Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed; review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during coil embolization of a left internal carotid artery (ica) unruptured aneurysm, after placing the first subject coil uneventfully in the aneurysm, ¿the physician was not sure if the coil was herniating into the vessel¿. Medical intervention with an occlusion balloon catheter was performed in order to push back the herniated coil part into the aneurysm. The physician inflated the balloon for 30 seconds and the distal ica or the aneurysm ruptured leading to hemorrhage. Blood flow distal to the ruptured was blocked. The patient expired due to bleeding. The physician stated that the vessel rupture was related to the balloon inflation and the patient death was related to the balloon inflation and the patient¿s vasculature.

Manufacturer narrative:
This is the second of 2 reports. Subject device remains implanted.

Event description:
It was reported that during coil embolization of a left internal carotid artery (ica) unruptured aneurysm, after placing the first subject coil uneventfully in the aneurysm, ¿the physician was not sure if the coil was herniating into the vessel¿. Medical intervention with an occlusion balloon catheter was performed in order to push back the herniated coil part into the aneurysm. The physician inflated the balloon for 30 seconds and the distal ica or the aneurysm ruptured leading to hemorrhage. Blood flow distal to the ruptured was blocked. The patient expired due to bleeding. The physician stated that the vessel rupture was related to the balloon inflation and the patient death was related to the balloon inflation and the patient¿s vasculature.